Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed from this evaluation as no log files were submitted for review. Although a specific cause could not be determined, the account attributed them to a poor right ventricle and small body surface area. Additionally, a specific cause for the reported events (stroke and death) as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The patient expired on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and no deviations from manufacturing or quality assurances specifications. The lvas kit was shipped on 22 dec 2020. Heartmate 3 lvas IFU is currently available. Section 1 entitled ¿introduction¿ lists stroke and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist device. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. Heartmate 3 lvas patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low flow alarms right after implant surgery on (B)(6) due to low body surface area. His right ventricle was poor and was in overall very bad condition. Controller software upgrade was requested. However the patient passed away on (B)(6) from stroke before that could happen. The patient had pre-existing conditions including right heart failure. The patient's death and stroke were not believed to be device related.